Manufacturer narrative:
The product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn with haptic piece missing, and also found foreign material (residue) on lens surface. (B)(4)

Manufacturer narrative:
(B)(4)